Event description:
It was reported that during a da vinci-assisted incisional hernia (intraperitoneal onlay mesh (ipom)) surgical procedure, the clinical sales representative (csr) called during the procedure to report that recoverable error had occurred twice on the surgeon's right hand. The surgeon disabled the right master controller and moved to the surgeon side console 2 (ssc2) to complete the procedure. Intuitive surgical, inc. (Isi) followed-up with the reporter and the following additional information is obtained: the procedure was completed robotically with no injury or harm to the patient. Patient¿s demographics were not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse replaced the master tool manipulator 2 (mtm2) to correct the reported problem. The system was tested and verified as ready for use. Isi received the master tool manipulator (mtm2) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint (error 23008 axis 2/3) was able to be reproduced during sine cycle. The following parts will be replaced as a fix: axis 2 motor, axis 3 motor, a2 motor cable, a3 motor cable, axis 2 pot, axis 3 pot. A review of the event verification via remote fe logs was performed. Per the review, the following was confirmed: the incisional hernia ipom surgery was performed by the console surgeon on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the user converted after the start of the procedure due to recoverable errors and the surgeon disabling the master tool manipulator right and moving to the second surgeon side console to complete the procedure. Complaint investigation confirmed that the fse replaced the master tool manipulator 2 (mtm2) to correct the reported problem. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.